Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the report indicated a faulty dso sensor issue, and the reported issue was confirmed. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that there was dso sensor failed. The event occurred during testing.